Event description:
The user reported a "pump interface failure-check set up" error message occurred. The user indicated that the event was originally reported in error as an "arterial module standard reference sensor failure" error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt as a result of this event.